Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-14: insufficient blood sample applied to strip (user). Adverse event report is being submitted due to symptoms related to diabetes -dizziness note: manufacturer contacted customer in a follow-up call on 26-may-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated still feeling dizzy.

Event description:
Consumer reported complaint for e-2 error code. Customer was not using the proper testing techniques and was using truemetrix pro test strips with truemetrix meter. During the call, a blood test was performed by the customer fasting and produced test result of 112 mg/dl using truemetrix meter. After troubleshooting, the customer is satisfied the product is working as intended and declines a replacement. The product is stored according to specification in the living area. The test strip lot manufacturer¿s expiration date is 07/25/2021 and open vial date is 05/10/2020. At the time of the call the customer reported slight dizziness, medical attention was not needed at the time of the call.